Manufacturer narrative:
G3: corrected to 21-jun-2021 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6, -09.00 diopter, implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. A same size, similar (diopter) replacement lens was implanted in a second surgery on (B)(6) 2021 and this resolved the problem. Cause of the event is reported as unknown.